Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone: (B)(4). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (22b017av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 88-year-old patient / subject with a history of atrial fibrillation, hyperlipidaemia, and hypertension presented with a witnessed stroke on (B)(6) 2023. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. The first pass was made with a 5mm x 22mm embotrap iii revascularization device (et307522 / 22b017av) with a neuroslider® 21 microcatheter (acandis) and an embovac large bore catheter (ic71132ca / 30898467) targeting the right m1 segment of the middle cerebral artery (mca) with a 1-minute incubation time. The clot was retrieved in the embotrap iii device resulted in a modified treatment in cerebral infarction (mtici) score 0. It was reported that after performing the first pass, the embotrap iii and the embovac catheter were removed together outside of the patient¿s anatomy, the embotrap iii device became stuck inside the embovac. It was reported that the embotrap iii device was pulled out of the embovac catheter with force, resulting in damage to the embovac device making it unusable. There was no adverse patient event as a result of the reported device malfunction. The embotrap iii and the embovac were used only in one pass (the first pass). Subsequent passes in the procedure were made with non-cerenovus devices. On (B)(6) 2023, an email was received from the clinical research leader that contains responses to questions in addition to a signed pdf of the device malfunction. This summary is based on the responses provided in the email. The information provided the lot number of 22b017av for the embotrap iii device. The location of the occlusion was the m1 segment of the middle cerebral artery (mca). The clot was hyperdense on baseline computed tomography (CT) scan. The clot length was about 1.5 cm. ¿the feeling during clot extraction maneuvers (7 passes) was that of a red clot.¿ the pre-procedure tici score was 0; the post-procedure tici score was 3. There vessel was not excessively tortuous. The information indicated that the plan was to do a direct aspiration first pass technique (adapt), but the embovac could not reach the clot. A continuous flush was maintained through the catheter. The microcatheter used was a neuroslider® 21 microcatheter (acandis). There was no resistance advancing the embotrap iii device through the microcatheter. There was no difficulty deploying the embotrap iii device. The embotrap iii device was used only for one (1) pass. The thrombus was completely removed after seven (7) passes. There was no damage noted on the embotrap iii device. Related to whether excessive force was exerted during the attempt to retrieve the embotrap iii device, the response was as follows: ¿at the point of retracting the embotrap inside the embovac, some resistance was felt, so they were withdrawn together. The excessive force was exerted after the first pass and outside the patient¿s body, during the attempt to remove embotrap, which was stuck inside embovac.¿ excessive force was not exerted during the withdrawal attempt of the embovac catheter. There was no allegation of patient injury or adverse event. The procedure was delayed by 20 minutes. The physician considered the delay to be significant because the clot became more proximal, occluding the anterior cerebral artery. In addition, the operators had to prepare and use another aspiration catheter as the embovac catheter was damaged. The procedure was completed by means of other aspiration catheter. The information indicated that the malfunction / performance issue with related to the embovac was during the first pass, ¿we tried to perform the first pass with direct contact aspiration. However, the embovac was too stiff and we could not bring it into contact with the thrombus. Therefore, we decided to use a combined technique with embotrap and we managed to impact the clot.¿ the embovac was not used with replacement devices to complete the procedure because the embovac was damaged. The information included the following response to confirm when the embotrap got stuck in the embovac: ¿at the point of retracting embotrap inside embovac some resistance was felt, so they were withdrawn together. The excessive force was exerted after the first pass and outside the patient's body, during the attempt to remove embotrap, which was stuck inside embovac.¿ the physician described in his own words what happened and when: ¿using a triaxial system, the carrier catheter was placed in the lumen of the internal carotid artery. Navigation was performed to the site of the occlusion (cerebral right middle cerebral) and the thrombus was passed through with a microguide and microcatheter. Although the vessel did not present any particular anatomical tortuosity, it was not possible to place embovac in contact with the thrombus. The microguide was therefore removed and embotrap was inserted, which was deployed at the level of the occlusion. After about one minute of waiting with the stent retriever open, we started the embotrap retraction manoeuvre within embovac, during continuous suctioning with a pump. Embotrap was only partially retracted inside the embovac, as resistance to further retraction was perceived of the stent retriever. Therefore, embotrap and embovac were removed together, outside the patient's body, during manual aspiration. Subsequent angiographic control showed proximal mobilisation of the thrombus, with occlusion also of the cerebral right anterior. Outside of the patient, several attempts were made to extract embotrap, which proved to be stuck inside the embovac. These attempts resulted in damage to the embovac, which was no longer usable. Subsequently a further six mechanical thrombectomy steps were performed, which enabled the unblocking of both the middle cerebral and anterior cerebral artery.¿ the email with the responses also included a signed pdf document titled, ¿device deficiency signed¿ which provided the same responses as the content of the email.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. Investigation summary: the embotrap device was returned (to cerenovus galway analysis site) inside the embovac aspiration catheter for investigation of this complaint. The returned embotrap device was confirmed to be blocked in the returned embovac aspiration catheter and was removed from the same prior to disinfection. The initial inspection and examination, under magnification, of the returned embotrap device, showed evidence of damage and deformation present on the proximal coil and proximal strut of the inner channel. Bowing of the proximal struts of the outer cage was also evident, potentially caused by the damage on the inner channel. The visual inspection also concluded that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The initial inspection and examination, under magnification, of the returned embovac aspiration catheter, showed evidence of damage and deformation present on the device. Visual inspection of the distal end of the returned embovac aspiration catheter showed evidence of potential liner delamination (possibly leading to marker band protrusion into the lumen ID or exposed braid wire). Three kinks and one case of flattening were also observed on the returned embovac aspiration catheter. The returned embotrap device was successfully advanced and retracted through a 0.021¿ ID microcatheter, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. Hence, the embotrap device is also compatible with 0.027¿ microcatheters. Two retraction assessments of the returned embotrap device into a sample embovac aspiration catheter, were performed in clinically relevant simulated anatomy. The returned embotrap device was successfully retracted into the sample embovac aspiration catheter without issue on both assessments (assessment 1: the distal end of the microcatheter positioned at the proximal collar of the outer cage of the returned embotrap device and 2. The returned embotrap device retracted into the sample embovac aspiration catheter without the support of the microcatheter). These assessments demonstrate that the embotrap device is compatible with the embovac aspiration catheter. Attempts to recreate the complaint event were unsuccessful using the returned embotrap device and a sample embovac aspiration catheter. The potential cause of the complaint event (embotrap stuck inside embovac), is the interaction between the ¿hyperdense¿ thrombus and the embovac and embotrap devices. It is unclear from the returned devices and from the retraction assessments performed as part of this investigation, how the inability to retract was definitively caused. The damage to the proximal coil component of the embotrap device was potentially caused by repeated attempts (outside the patient¿s body) to remove embotrap from embovac. A retraction assessment with the returned embotrap device and the returned embovac aspiration catheter was not possible as the returned embovac was scheduled for further product investigation (at juarez investigation site). Investigation conclusion: the returned embotrap device showed signs of damage and deformation. The returned embovac aspiration catheter also showed signs of damage and deformation. The embotrap device was returned inside the embovac device and high force was required to disassemble the two devices, therefore, the complaint event was confirmed. It was described in the complaint event that the embotrap device ¿remained blocked¿ inside the embovac aspiration catheter at the point of retracting embotrap inside embovac. It was also reported that excessive force was exerted ¿after the first pass and outside the patient¿s body¿ during the attempt to remove embotrap which was ¿stuck inside¿ embovac. Assessments carried out as part of this investigation demonstrated that the returned embotrap device could be successfully retracted through a sample embovac aspiration catheter in clinically relevant simulated anatomy. However, recreation evaluations and device testing in the lab are performed in the absence of thrombus, thus this complaint event could not be recreated. Additionally, it was not possible to perform a retraction assessment with the returned embovac aspiration catheter due to the requirement to return this to the legal manufacturer for investigation. The potential cause of the resistance on retraction of the embotrap device into the embovac aspiration catheter, is the presence of ¿hyperdense¿ thrombus as described in the event report, and its interaction with the embovac aspiration catheter and embotrap device. The potential cause for the damage on the proximal coil component of the embotrap device was the repeated attempts (outside the patient¿s body) to remove the embotrap device from embovac aspiration catheter. While the root cause cannot be determined for this complaint event, the complaint event is confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (22b017av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 30-jul-2023. [Additional information]: on 30-jul-2023, modified additional information was received. The information indicated that the patient suffered a cerebral ischemia on (B)(6) 2023. The event was not medically treated. The outcome was fatal. The patient expired on the same day. The relationship to the embotrap was not related, the relationship to the large bore catheter was not related and the relationship to the primary study procedure was not related. The cerebral ischemia event was discussed thoroughly with the medical safety officer (mso) on 31-jul-2023. The mso was aligned with the principal investigator¿s assessment of the event as unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure as the event occurred 12 days after the procedure. When considering neurovascular events, 12 days is considered clinically remote from the original procedure making an association to the event unlikely. Additionally, the patient¿s comorbidities of atrial fibrillation and hypertension could have attributed to the event, as the origin of the original thrombus was ¿cardioembolic. The mso was aligned with the pi¿s assessment that the cerebral ischemia event was not related to the medical devices used during the primary surgical procedure based on the conglomerate of the above information and the clinical scenario. There is no medical evidence to suggest the that the cerebral ischemia event was related to the embotrap iii nor the embovac devices. Per the principal investigator¿s assessment, the event which occurred 12 days after the procedure, was unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure. Based on the provided information that the origin of the initial thrombus was ¿cardioembolic¿, it is more than likely that the patient¿s comorbidities of atrial fibrillation, hyperlipidemia, and hypertension attributed to the event. As explained in the referenced literature article, atrial fibrillation is associated with a 5-fold increase in the risk of stroke and a 2-fold increase in the risk of mortality. Hypertension is, however, the most powerful predictor of mortality; specific cardiovascular events are associated with each 20-mmhg increase in systolic blood pressure, with the strongest correlating outcomes being ischemic stroke, intracerebral hemorrhage, and subarachnoid hemorrhage. Based on this information, this event does not meet us FDA reporting criteria under 21 cfr 803. The file will be re-reviewed if additional information is received at a later date. (B)(6). Hypertension and atrial fibrillation: doubts and certainties from basic and clinical studies. Circ res. (B)(6) 2018;122(2):352-368. Doi: 10.1161/circresaha.117.311402. Pmid: 29348255. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified additional information received on 19-dec-2023. [Additional information]: per modified information received, the adverse event term ¿cerebral ischemia¿ has been updated to ¿progression of stroke.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-jun-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.